Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their sensor and blood glucose readings. The customer states the pump had gone into threshold suspend. The customer's blood glucose level was 185mg/dl and their sensor reading was 85mg/dl. The customer states they feel like they should of received more alerts on low blood glucose level. The customer states their levels had been as high as 374mg/dl and had treated with bolus. The customer did not feel comfortable with the pump, but declined to have it replaced. No further assistance provided.